Event description:
It was reported that following a routine fibroid embolization, a 6f angio-seal was deployed in the right femoral artery. The pre-deployment angiogram was unremarkable. There were no problems noted the next morning at discharge. Later the pt's groin became swollen and painful. The pt returned to the hospital a few days later. The physician who deployed the angio-seal diagnosed a pseudoaneurysm which was treated with a thrombin injection. The pt has fully recovered. The physician is currently undergoing angio-seal training.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device pt's info guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.